Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in an intuitive surgical inc., (isi) technical support engineer (tse) to inform that an instrument was stuck in the cannula. Prior to calling in, customer had undocked and the instrument was removed with cannula from the universal surgical manipulator (usm). The customer wanted to remove the instrument from cannula but, the instrument was observed to have a damaged cable at the tip. The instrument could not be used again. Tse suggested the customer to remove the damaged tip from the cannula. The procedure was completing as planned with no reported injury.